Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent generator replacement due to low battery. Approximately 3.5 weeks after surgery the patient underwent full system explant due to infection at both the generator and electrode sites. A review of device history records showed that both the lead and generator were sterilized prior to distribution, and there were no unresolved nonconformances prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.